Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Three attempts were performed to obtain additional information on customer reprocessing, but no response was received from the customer. It is uncertain whether there was deviation from instructions for use on reprocessing steps. Based on the results of the investigation, the foreign material could not be identified, and it could not be removed because reprocessing could not be conducted properly due to leakage caused by breakage of the biopsy channel. However, a definitive root cause could not be determined. The suggested event could be detected/prevented by handling the device in accordance with the following instruction for use: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, that the colonovideoscope exhibited foreign material in the jet tube. There was no patient involvement.